Event description:
Complainant alleged that while attempting to defibrillate a patient, the device displayed a "poor pad contact" message and failed to discharge via paddles on the first two attempts. However, on the third attempt, the device successfully delivered therapy to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.